Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the customer successfully performed the reset. The malfunction did not recur, and the customer continued to use the pump for insulin therapy.